Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that while inserting the set screw into the bone screw metal shavings came off of the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records did not identify any applicable nonconformance to specification.